Event description:
It was reported that the arctic sun device did not cool down. Pumps might be defective. Per sample evaluation results received via task on 16mar2026, it was reported that the flow rate was sometimes 1.4 liters per minute due to weak circulation pump.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the circulation pump had failed. Circulation pump was replaced. Functional check, new calibration, mtk and est (stk) were performed. Device passed all applicable testing. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool down. Pumps might be defective. Per sample evaluation results received via task on 16mar2026, it was reported that the flow rate was sometimes 1.4 liters per minute due to weak circulation pump.